Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (does not communicate with test monitor) was confirmed. Upon eval, the j702 connector was pulled from the distribution node pca. The cause of the non-functional electrodes is the damaged connector. The cause of the damaged connector is a pulled trunk cable. The root cause of the pulled cable is excessive force on the trunk cable. No adverse event resulted from the damaged cable and connector.

Event description:
A us distributor returnred an electrode belt indicating that it would not communicate with a test monitor.